Manufacturer narrative:
The customer indicated that the specimen handling was followed according to the instructions for use, fibrin was not observed in the sample, instrument hardware errors were not observed and no instrument service was performed in the time frame around the sample being tested. Quality control (qc) recovered within range. A siemens customer service engineer (cse) was dispatched and reviewed the instructions for use and specimen stability with the customer, as the customer's procedure manual listed different sample handling time frames and was unsure of centrifuge speed. The cse performed a total service visit and found no discrepancies. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the instructions for use states: "heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." "Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." Siemens has concluded the investigation for reproducible, falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results for a patient sample, which were questioned based on expectation of a clinical trial coordinator. Siemens reviewed the available information to determine probable cause and evaluate for a potential product issue. Quality control (qc) was in range at the times the sample was run and no other samples were affected, indicating this is a sample and/or patient specific phenomenon. The cse checked the system and found no issues. There was no remaining sample for further testing. The clinical trial coordinator later determined that this patient had a history of unexpected elevated troponin results and the patient has a diagnosis of muscular dystrophy. While the exact root cause of the elevated results cannot be determined, siemens cannot rule out a cardiac or non-cardiac condition causing the elevation. No product performance issue is observed. The customer is operational. No further evaluation of the device is required. Because the customer could not provide an expected value or true result for this patient for comparison, but the clinical trial coordinator believed the advia centaur xp tnih results to be falsely elevated. MDR 1219913-2021-00339 was filed for results obtained on 05/21/2021.

Event description:
A customer obtained an elevated advia centaur xp high-sensitivity troponin I (tnih) result from one patient sample from a clinical trial study. The elevated result was reported to and questioned by the clinical trial coordinator. The sample was repeated on a different day and similar elevated results were obtained. Although the customer could not provide an expected value or true result for this patient for comparison, the clinical trial coordinator believed the results to be falsely elevated. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.